Manufacturer narrative:
E1:patient city: (B)(6). Patient country:egypt.

Event description:
Reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported that the patient encountered infusion sets tubing leakage. No further information available.